Event description:
When the physician was ready to deploy the stent in the lesion, he found there was a crack on the hub of the stent delivery system (sds). He then removed the sds, and changed to use another one to complete the procedure. The target lesion location was the left anterior descending artery (lad). The characteristics of the vessel are unknown. The device was advanced to the lesion through the vessel with the indeflator attached to the hub. There was no resistance during advancement. No anomalies were noticed during delivery or when negative pressure was pulled. The balloon was inflated and five seconds of pressure was held before it was noticed that the hub was cracked. The stent was not deployed in the vessel and the sds was successfully removed as a unit. The lesion was treated with another device and there was no reported injury to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.